Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jaws of the device could not be re-opened while applied up tissue. It is unk how the device was removed from the tissue. There was no injury to the pt. Add'l questions regarding this incident have been asked of the site.